Event description:
It was reported that during a plif procedure at l3-l4, the surgeon was trying to loosen the locking screw to reposition the screw and the tip of the screwdriver broke. The piece was retrieved and the surgeon used another to complete the procedure. During this same procedure, the handle of the stardrive screwdriver t25 with t-handle came loose. The surgeon used another instrument and the procedure was completed. This is 3 of 3 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed that the device was returned with half of the first thread broken off. It was identified under magnification that the back two threads were flattened. There are axial scratches on the shaft indicating use. The break caused the material at the tip to impede the shaft, which stopped the 4.66mm pin from passing through. All other measurable dimensions are within print specification. This complaint is invalid from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product development event evaluation showed the failure mechanism displayed by the damaged instrument can only be achieved through an applied tensile load. The condition of the holding sleeve threads indicates that while engaging the implant interface a cantilever load was applied to assembly. This cantilever force caused a load concentration on the initial section of the identified threads, exceeding the design¿s tensile limits. No other evidence of damage was observed.the matrix technique guide as well as other product support information fully illustrates the proper method of loading / unloading screws from a holding sleeve. Evidence indicates an improperly aggressive surgeon technique exceeding the design¿s intended limits was the cause of failure.